Event description:
It was reported that during implant attempt, the device "wasn't working". Further follow-up indicated that there was a problem with the device capturing. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.